Event description:
Related manufacturer reference number: 2017865-2023-49737, related manufacturer reference number: 2017865-2023-49740, related manufacturer reference number: 2017865-2023-49742, related manufacturer reference number: 2017865-2023-49743. It was reported that the patient presented to the hospital with redness and swelling due to infection and skin erosion at device pocket. The vegetation was visualized with echocardiography near or on the patient's tricuspid valve. However at this time it cannot be confirmed which leads had vegetation. The pacemaker, right atrial leads and right ventricular leads were explanted. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.